Event description:
It was reported that bd nexiva 20 ga x 1 in single port expanded during power injection. The following information was provided by the initial reporter: verbatim: extension tubing expanded during power injection. 10/13 ack response: 2. No harm to patient was observed. 3. No injuries to personnel. 4. We did not save the actual catheter. 5. Just a slight delay in the exam due to need to start another IV.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 20g nexiva device that was inserted in the patient and taped to the skin. The section of extension tubing near the catheter adapter was ballooned; therefore, confirming your reported issue. This type of damage can occur during power injection. The product IFU states, "the 22-18 ga (0.9-1.3 mm) bd nexiva devices with a maxzero device attached are suitable for use with power injectors set to a maximum pressure of 300 psi (2068 kpa). Ensure catheter patency according to your facility policy immediately before power injection. Warning: failure to ensure patency of the catheter may result in catheter failure and/or extravasation. Avoid kinking or obstructing catheter during power injection. Warning: in the event of an occlusion, power injector pressure-limiting features may not prevent catheter failure." A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see manufacturer narrative below.

Event description:
No additional information.